Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
Customer reported that over the past three days their blood glucose levels were in the mid to low 300 mg/dl. Customer addressed high bgs with correction bolus. Customer believes that high bgs could be due to her daughter being new on the pump and settings on her pump are still being adjusted .